Event description:
It was reported occlusion alarms occurred. Reportedly, the customer uses the same cartridge for over 2 days with humalog insulin, tandem technical support educated the customer cartridges should be changed every 48 hours when using humalog. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy